Event description:
It was reported that in 2002, a patient went into cardiac distress after a thoracotomy, upper and mid lobectomy, and chest wall resection. Two significantly underfilled on-q pumps were used after the surgery and were reported to run fast. The patient was taken to the ICU and was intubated. The patient was extubated about 10 days after the incident and was released from the ICU sometime before 08/2002. As of this date, the samples have not been returned for evaluation. According to the hospital, the on-q pumps are only one of several variables they are investigating regarding the incident. This reports does not constitute an admission that the device, I-flow, or its employees caused or contributed to the reportable event.